Manufacturer narrative:
This report is being submitted outside the prescribed reporting time period. At present, no device has been returned. Carefusion is currently working with the foreign distributor to better understand this event the investigation is ongoing.

Event description:
The foreign distributor in (B)(6) reported that while on a patient the apnea interval often goes off with a patient that has spontaneous breath. No patient harm.